Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
On (B)(6) 2008: per patient¿s health history: patient¿s own description of symptoms: ¿screw to left rod in back protruding and causing pain between rods more thoracic vertebrae hurting across shoulders and arms. Symptoms onset 6-8 months ago.¿ on (B)(6) 2008: patient is seen for follow-up. (Pt.) Is quite bothered by pain in low back into right leg. (Pt.) Has pain all over her body. The screws are pushing out through the skin. (Pt.) Has lost quite a bit of weight. (Pt.) Follow-up MRI shows stenosis. It shows the significant spondylolisthesis which appears stable between flexion and extension on x-rays. Plan for removing the screws most likely using the quadrant retractor system and hopefully being able to decompression further in the spinal canal to help with any stenosis and then using in situ bone graft with bmp 2 to help with an in situ fusion. (Pt.) Will need to wear a brace and a bone stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.